Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that as of a "couple of months ago," they noticed they were getting a shocking sensation when they would touch wires or anything that had power going through it. Patient said just now they were working on their car and they were getting the shocking sensations even though they had the power supply turned off. When asked if patient tried turning their therapy off, patient said they had just gone in the house and done that prior to calling. Since turning therapy off, the shocking sensation has gone away. Agent suggested patient follow-up with managing hcp for device evaluation. Patient said they did not have an hcp who managed the device at this time. Agent emailed link to mdt physician locator. Agent suggested patient present to ER or urgent care if they experienced an emergency with their therapy and needed immediate medical attention.